Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date "a few months back". The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient suspected it was due to the minicaps from the recall. The patient reported they did not inspect if the pouches were sealed properly. It was reported the patient was hospitalized "for almost a week". Treatment was not reported. At the time of this report, the patient outcome and action taken with pd therapy was not reported. No additional information is available.